Event description:
It was reported that the lead exhibited capture anomaly; a sudden marked increase in threshold from 0.75 v at 0.6 ms to 4 v at 1 ms.

Manufacturer narrative:
No medwatch form was received.